Manufacturer narrative:
An alarm was noted during the self test due to a faulty component on the radio frequency board. The insulin pump had cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test during normal use. Customer's blood glucose was 152 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.